Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes, d.10. Returned to manufacturer on: 4/15/2021. H.6. Investigation: bd received samples for evaluation. Returned samples and retention samples from bd inventory were evaluated. Tubes were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. None were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was a clogged/blocked instrumentation probe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "gel in the tube is causing a clog of the piercer (analyzer). This could be the issue at the instrumental side.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. Four (4) retained tubes were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. The supernatants were then decanted and examined under magnification for any signs of gel particles or globules. None were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was a clogged/blocked instrumentation probe. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "gel in the tube is causing a clog of the piercer (analyzer). This could be the issue at the instrumental side.